Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cystectomy. Limited information available at the time of the report. "Bovie would not work with scissors. Tried two separate cords and 2 separate bovie machines." Additional information received via email on 03mar2021 from applied medical acct mgr. The incident occurred midpoint, when monopolar was needed for the case. The procedure was completed with reusable scissors from the tray. The cable did not fit. Unknown what monopolar cord was used. Replaced the cord with a second cord. The cautery post was attached to the device. The cable was replaced with alternate device. No photos available. Additional information received via email on 03mar2021 from applied medical acct mgr the cautery function was not able to work with the scissors. Device available for return. Intervention ni. Patient status: no injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant¿s experience could not be confirmed as event unit passed all tests related to the cautery function of the device. Based on the description of the event and the evaluation of the returned unit, it is likely that the reported event was caused by an incompatible monopolar cable that prevented the device from being used for monopolar. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit and further examination of the event description, applied medical determined that this event was not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: laparoscopic cystectomy. Limited information available at the time of the report."bovie would not work with scissors. Tried two separate cords and 2 separate bovie machines." Additional information received via email on 03mar2021 from applied medical acct mgr the incident occurred midpoint, when monopolar was needed for the case. The procedure was completed with reusable scissors from the tray. The cable did not fit. Unknown what monopolar cord was used. Replaced the cord with a second cord. The cautery post was attached to the device.the cable was replaced with alternate device. No photos available. Additional information received via email on 03mar2021 from applied medical acct mgr : the cautery function was not able to work with the scissors. Device available for return. Intervention: ni patient status: no injury.